Event description:
The following information was provided: it was reported that the patient's right hip was revised due to dislocation of the head from the liner. A shell, poly liner, and femoral head were revised to a new shell, mdm liner, and femoral head.

Manufacturer narrative:
Reported event: an event regarding malposition involving a trident ii shell was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were provided for review. -device history review: review of the device history records indicated the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar events for the reported lot. Conclusion: it was reported that the patient's right hip was revised due to dislocation of the head from the liner. A shell, poly liner, and femoral head were revised to a new shell, mdm liner, and femoral head. Update: shell was revised due to being implanted in a poor position per the surgeon. The event was not confirmed. The exact cause could not be determined due to limited information provided. Further information such as primary operative report and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Update: shell was revised due to being implanted in a poor position per the surgeon.